Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for three low out of range shock impedance measurements of 17, 24 and 0 ohms. All subsequent shock impedance measurements were within normal limits. It was found that the patient was in the hospital for a non-device related issue at the time of the out of range measurements, therefore electromagnetic interference (emi) was determined to be the cause. The implantable cardioverter defibrillator (ICD) system remains in service and no adverse patient effects were reported.